Event description:
During the surgical procedure, a credentialed representative from the third party laser services provider was managing the laser for this case when a small fragment of laser fiber broke off in the prostate. The broken fiber was disconnected and a second fiber was attached. A small fragment from the second fiber broke off in the prostate. Both fragments were retrieved by the surgeon and the procedure completed.